Manufacturer narrative:
A ge rep evaluated the system and replaced the controller pcb. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported the system intermittently would not fluoro. No pt injury was reported.